Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3889-28, lot# v109244, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that the patient thought her battery was running out because she was using more catheters. The issue started about two weeks ago. The patient went to her doctor¿s two weeks ago. It was stated that the doctor was waiting on the manufacturer representative. It was reported 2 days later that the patient was waiting to get her implantable neurostimulator (ins) replaced and was using catheters in the meantime. The patient was worried she was going to run out of catheters. Additional information received on 2013-11-12 reported that the battery was replaced on (B)(6) 2013. The patient was reportedly doing well. A follow-up report will be sent if additional information becomes available.